Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Surgeon was using the perforator to drill through the cranium. He felt it was taking longer than usual so stopped. When he removed the perforator from the patients head he found that he was through the skull and the clutch had not kicked in to stop the perforator as it should. On checking, the patients dura was intact and no breach/damage had occured. The perforator and box has been returned to me for investigation. On (B)(4) 2016 per rep, no delays.